Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown intrathecal medication via an implantable infusion pump. Indication for use was spinal pain. The hcp wanted the code to turn off the pump. The patient wanted the pump turned off due to malfunctioning. No further information was provided. Additional information was requested regarding the specific device issue, cause of the issue, diagnostics/troubleshooting, actions/interventions, patient symptoms, and event outcome. A supplemental report will be submitted if additional information is received.